Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturing site as it remains implanted. An investigation could not be performed; the customer's reported complaint could not be confirmed. A review of the manufacturing records could not be completed as the serial number for the intraocular lens is unknown, was not provided. The directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the results of the investigation, no product deficiency was identified. The customer's reported complaint could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
There is no indication that the lens was explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a surgeon was seeing thousands of white, tiny granular deposits that seem to be on the posterior surface of the intraocular lens (iol) implanted in the patient's eye. The surgeon reported to have noticed this problem, over the past few years, with the tecnis z9002 silicone intraocular lens (iol). Doctor notes he has implanted thousands of lenses over the years. This phenomenon appears more common in my diabetic patients, but can happen in any patient. The surgeon believes that the deposits can be mistaken for pco (posterior capsule opacification), but cannot be removed with the yag laser. Reportedly the symptoms do not appear to be proportional to the findings; the patient sees better than the surgeon would expect. One patient, however, was quite symptomatic. The surgeon reported having seen this issue recently ("in the last week") on three patients, two of them diabetics. This MDR report pertains to the non-diabetic patient. Separate reports will be submitted for the two diabetic patients.